Event description:
Unable to deflate balloon on foley catheter causing it to become stuck in penis. Urologist placed 25g needle into penile/scrotal area, burst the balloon and removed the catheter. Urologist also inserted new catheter at that time. Pt was allegedly pulling on foley catheter causing bleeding from urinary meatus prior to this occurrence. Transferred to extended care facility with foley catheter draining clear yellow urine.